Event description:
Underwent cataract surgery on 2/19/96, and implantation of a model aa-4203v intraocular lens was attempted by the surgeon. However, a posterior capsule tear was observed and a vitrectomy was necessary. The pt's prognosis was excellent following lens replacement and vitrectomy.